Manufacturer narrative:
Unable to power on pump due to battery cap glued to pump. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump received with broken battery cap and stripped battery cap coin slot. Battery cap cracked/damaged confirmed. (B)(4).

Event description:
The customer reported via phone call that they used glue on the battery cap and belt clip and now customer cannot remove it. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.